Event description:
It was reported that this patient experienced pocket erosion. Subsequently, the patient underwent a pocket relocation procedure. Laboratory testing were requested and it was negative for infection. No additional adverse patient effects were reported outside of the revision procedure. This device remains in service.